Event description:
This pair of scissors broke at the curve during a carotid artery procedure. The broken piece was able to be retrieved.

Manufacturer narrative:
The blade on this pair of scissors was chipped. Scissors appears to have been used for a purpose other than what it was intended.